Event description:
Approximately six and a half months post hvad implantation, this patient experienced inadvertent switching between power sources. The controller power port connections were checked and were found to be secure. The site elected to exchange the controller and return it to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Device remains implanted in patient.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation on 01/30/2015. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an instance of a premature switching event before the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the battery, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. Method: actual device evaluated; interoperability evaluation; analysis of data log(s). Results: interoperability problem. Conclusion: quality system deficiency. Log file analysis revealed an instance of a premature switching event before the 25% rsoc threshold. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. It is outlined that the user must always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.